Event description:
A caller reported a malfunction on the pump but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue recurred.